Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer contacted the emergency medical services for their low blood glucose. The customer stated they had an adverse reaction from over delivering insulin to their body. Customer also reported their insulin pump was able to suspend insulin delivery. Date of the adverse event was (B)(6) 2014. Blood glucose at the time of the adverse event was 23 mg/dl. The customer stated the emergency medical services was able to treat their blood glucose with a glucagon shot. Customer also reported that their blood glucose was caused by them not eating the required amount of carbohydrates. Customer declined to troubleshoot for their insulin pump. No additional information provided.